Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: esst did not function correctly. It lighted on when the esst adopter was not attached. The failures identified in the investigation is consistent with the complaint record. The probable root cause could be a damaged reed switch causing a short in the system. This may have occurred as a result of rough handling during use and/or during sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.